Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient experienced a skin reaction with itching, rash, redness, pimples, and dry skin, extended to the arms and upper body. The patient had pain when the sensor was removed. During the time of the event the patient had switched from using a dexcom g6 to a dexcom g7. A healthcare provider (hcp) was contacted and the skin reaction was treated with a prescription of an unspecified oral antihistamine, and a cortisone ointment. The hcp also discussed the possibility of immunotherapy, but this treatment was not started. At the time of the report the patient was stable, but the skin reaction was still present. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.